Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report

Event description:
It was reported that the patient was experiencing blisters at the ipg site. The physician prescribed antibiotics for the patient. It was confirmed that the swelling has gone down.

Event description:
Additional information received stated that the patient underwent surgical intervention on (B)(6) 2019 wherein the ipg was explanted and replaced. Post-operatively, stimulation therapy was restored.